Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a planned/ non emergency treatment and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not perform x-ray. Review of the log file confirmed the malfunction with the miu (mains interface unit). The fse checked system and found miu phase faulty. The fse inspected the system and confirmed the incoming line voltage l1, l3 was causing generator error and no x-ray. The fse verified the connection/line voltage and found all the 3 phases were good in the generator. The fse replaced the mains interface unit (miu) certeray to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not x-ray. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.